Manufacturer narrative:
(B)(4).

Event description:
It was reported via a hotline call. The rn from the ICU was calling because the (ap) arterial pressure wave form went flat, and the pump stopped working. The rn stated that they were able to get the ap to work again, and resume pumping prior to the clinical support specialist calling them back. The (css) clinical support specialist verified that the pump is currently running with no issues at this time. There was a minimal delay in therapy of about 10 minutes while troubleshooting the ap. The rn stated, that they had tightened connections, flushed the central lumen, and re-zeroed. The css asked the rn if this is a fiberoptic, and the rn was not sure, but the css was able to ascertain that it is an fos iab. The fos icon is blue (fiberopix iab not zeroed prior to insertion), but there is no waveform present. Fos status codes are ll (low light return), re (radiometric error), and pl (fos is measuring outside of pressure range). The css had the rn disconnect the fos slide and reconnect. There were no audible tones heard. The css explained to the rn that the fos will not work, and they can continue to use the ap transducer. The pump has already made that selection in autopilot. The css discussed maintaining the central lumen. The rn thanked the css for the assistance, and promptly hung up. The css has tried several times to call back with no return call or answer from the number given. The css was not able to request the iab be saved or get the serial number. The length of time prior to the event is unk. The outcome of the pt is listed as stable.